Event description:
Complaint alleged that while setting up the device to be used on a pt the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.